Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately low compared to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 11pm on (B)(6) 2018. At this time, the patient obtained blood glucose results of ¿172mg/dl¿ with the subject meter and ¿over 400mg/dl¿ on another meter within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient did not state what medication, if any, they take to manage their diabetes or whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that after obtaining the alleged inaccurate low result with the subject meter they developed the symptoms of ¿chest pains and headache¿. In response to this the emergency medical services were called and the patient was advised to ¿change their eating habit¿ after the result of over 400mg/dl was obtained on the ems meter. No further treatment was noted. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and an approved sample site was used to obtain the alleged inaccurate results. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate low results with the subject meter.